Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not been received.

Event description:
A consumer reported that her thermometer had allegedly given false negative readings on their grandchild. The device allegedly gave readings that were 4 degrees lower than the patient's actual temperature. The child was taken to an emergency room and a low grade fever was confirmed. The consumer also reported that a similar experience had occurred previously while using the device on their other grandchild. No adverse event occurred in either incident, and the patients are both doing well. Kaz USA, inc. Has requested that the product be returned to our company for testing.